Event description:
It was reported that the physician deployed a filter and the feet caught on the gonadal vein. Allegedly, the feet come out of the tip just before deployment. The physician removed the filter with a recovery cone and deployed a new filter. No reported injury to the patient.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unknown. The result of the investigation was inconclusive and the root cause is unknown. A sample evaluation could not be performed as the filter was discarded by the user facility. The current IFU (information for use) states the following for removal: stabilize the handle and pull back on the introducer hub (blue) to retract both the introducer sheath and delivery device. Retract the introducer hub until the handle bottoms out against the proximal edge of the delivery catheter hub (white). This will release the g2 filter into position. Precaution: do not deliver the filter by pushing on the handle, rather retract the introducer hub to properly deploy the g2 filter. Separate the delivery and introducer hubs by bending and then pulling apart. Retract and remove the delivery device from the introducer sheath.